Event description:
It was reported that the patient presented in clinic for follow up. The right atrial (ra) lead was having high pacing impedance, no sensing and no capture threshold. X-ray revealed the ra lead showed clavicular crush. The ra lead was explanted and replaced. The patient was stable.